Event description:
It was reported by the customer that during a bph prostate procedure the fiber tip was noted to be damaged at 53,476 joules and 09:00 minutes of usage. The case was completed with the second fiber. Patient outcome: ¿no further complications¿ reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification and moderate detritus adhesion; the outer flow tubing open end appears damaged. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.